Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, product type: lead.

Event description:
Information was received from a manufacturing representative about a patient with an unknown patient. It was reported that the manufacturing representative received an inquiry about a patient who had a dbs lead explanted and a portion of the lead remains superficially. The inquiry was about MRI eligibility. The patient¿s system was implanted 6 months prior. It was not reported when the issue began. No further complications were reported.